Event description:
The device was returned for mechanical hardware failure (av sticky valve). Upon return, the device started up with no alarms. Performed mock infusion with no errors. Investigation found fva pins to be sticky(primarily the fva output pin). Removed fva assembly and found debris on fva pins. Cleaned fva pins and channels. Front housing is damaged due to broken screw mounts. Front housing and fva lip seals will be removed and replaced during repair process. No other damage found.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: red alarm. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.